Manufacturer narrative:
Product analysis results: visual review confirmed that the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Optical examination of the fracture surface revealed a fairly brittle fracture with no indication of fatigue. There is a slight angulation that correlates to the direction of the river lines indicating a bending moment. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the inserter shaft broke during implantation as the implant was being tapped into place. The shaft broke off in implant. A new implant was used. The broken device did not cause injury to the patient. All broken parts were removed from the patient. No patient complications were reported as a result of alleged event.